Event description:
Pt had tmj implanted on (B) (6) 2000. Over the next five yrs, pt had parts of the tmj implanted removed due to allergic reaction. Exact date of explant unk.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B) (6). Also see 1032347-2008-00017, same case.